Manufacturer narrative:
Follow-up #2: date of submission: 04/19/2016. Device evaluation: the cartridge has been returned and evaluated by product analysis on 03/31/2016 with the following findings: the cartridge passed visual inspection with no evidence of any damage or defects. A fill test was completed with no air bubbles occurring. The cartridge was cycled normally with no issues. A leak test was performed and no leaks were observed. The complaint of an air bubble issue could not be confirmed or duplicated on investigation.

Manufacturer narrative:
Follow-up #1: submitted 03/15/2016. Device evaluation: no product was returned. A reserved sample of the same cartridge lot number # u200114 was evaluated and tested by product analysis with the following findings: incoming inspection of the lot was performed and no failures were found. The retained cartridge sample was found to pass the visual inspection and the fill, force, and leak testing. No defects were found related to air bubbles. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reporter stated that an air bubble issue had occurred with one cartridge. Troubleshooting indicated that the patient was using correct cartridge fill technique. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.